Event description:
There was no patient involved in this event. Red status indicator flashing pad-pak in date.

Manufacturer narrative:
(B)(4). The history logs for this device showed the pad-pak was first installed on the (B)(6) 2013 and that it had performed to specification up to the (B)(6) 2013. The device failed a self-test due to a shock key stuck error. The device remained in fault mode and continued to fail self-tests due to a low battery up to the last log entry on the (B)(6) 2015. The returned pad-pak was installed and the device failed to power on, no status led was visible. A test pad-pak was inserted into the device and the device passed a self-test. The device delivered a test shock and an acceptable measurement was recorded. The device was disassembled for investigation. Investigation found the fault can be attributed to user error resulting in the shock key being recorded as stuck, this placed the device in fault mode and led to the depletion of the pad-pak. No fault was found or measured with the shock key. The returned pad-pak was found to be depleted beyond functional use and resulted in a flashing red status led and failure chirp. This confirms the reported fault.